Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during an anterior cervical spine fusion at c6-c6, the drill/tap and screw guide broke. Surgeon used the guide to drill a hole in the spine, while backing out the guide, the positioning pin broke off. The broken fragment was retrieved. Surgeon used another guide to complete the procedure with no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of device history records for manufacturing revealed no complaint related issues. This complaint is indeterminate from a manufacturing perspective.